Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were "all over the place"; bg values and bg cause was not provided. Customer declined to troubleshoot the issue as it was currently being worked on with a healthcare provider.